Event description:
It was reported that the physician attempted to implant the lead into the small posterior lateral branch. Due to the patient anatomy (vein being too small) the physician could not get good placement. A different lead was used in a larger lateral branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however blood/body fluid was noted on all conductors (not obstructed). The full lead was returned and analyzed.